Event description:
It was reported that the patient experienced atrial flutter. An ablation was performed to treat this. It was also reported that the right atrial (ra) lead exhibited far-field r wave oversensing which was observed in person during a post ablation check done by the physician. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.